Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they thought the patient's stimulation was a little too strong for the patient at the time of the call, that it was causing the patient a "pulsating pain" and they needed assistance in turning the therapy down or off to see if that resolved the issue. Caller denied that the patient had recently had a therapy setting change that led to the painful pulsating sensation and they also denied that the patient had any falls or traumas. Patient stated that the pulsating pain began 2 weeks "or 1 week" ago, "maybe" and the caller provided relevant medical information, to further describe the pain: that the patient was currently being treated for a urinary tract infection (uti) and that the patient had been in the ER about a little over a week ago because they were complaining of a right abdominal pulsating pain that was kind of going through their back where the device was at. The caller stated the patient had a cat scan and initially it was thought they had enteritis but they also did a urine specimen and it showed e. Coli so they prescribed the patient an antibiotic and the pulsating pain seemed to subside but today ((B)(6) 2025), the pain seemed to flare up again and that's why they thought that maybe it was also associated with the implanted system because it was by where the implant was so they called patient services for assistance in turning the stimulation down. Patient services walked the caller through connecting to the patient's settings and the caller decreased the stimulation and patient confirmed it was no longer pulsating and thought it was comfortable. Patient services reviewed stimulation and positional stimulation considerations with the caller and suggested to the caller to continue decreasing the stimulation if the pain occurred again or to try turning the ins off until they could follow up with the patient's health care provider (hcp) to check the patient'simplanted system. Patient and caller to follow up with the patient's managing health care provider.